Event description:
This case was initially received via regulatory authority ((B)(6), reference number: (B)(4)) on 05-jul-2019. This spontaneous case was reported by a consumer and describes the occurrence of pain ('pain in the body (feeling of having an elderly person's body)'), menorrhagia ('haemorrhagic menstrual periods') and cytomegalovirus infection ('one month after the operation a cmv was triggered without reason') in an adult female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced cytomegalovirus infection (seriousness criterion medically significant). On an unknown date, the patient experienced pain (seriousness criterion medically significant), menorrhagia (seriousness criterion medically significant), fatigue ("major fatigue"), sleep disorder ("sleep problem"), amnesia ("memory loss"), disturbance in attention ("problem with concentration"), depression ("depression") and negative thoughts ("dark thoughts"). At the time of the report, the pain, menorrhagia, fatigue, sleep disorder, amnesia, disturbance in attention, depression and negative thoughts had not resolved and the cytomegalovirus infection outcome was unknown. The reporter provided no causality assessment for amnesia, cytomegalovirus infection, depression, disturbance in attention, fatigue, menorrhagia, negative thoughts, pain and sleep disorder with essure. The reporter commented: too many symptoms for the doctor to be really able to explain. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaints records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.